Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. A batch number was provided, however, this batch number turns to have no corresponding with the catalog # involved in this complaint (corresponding with a production a012c02101504 - k-flexofile readysteel 21mm 015). The right batch number is unknown, DHR cannot be reviewed. Root causes are not identified. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it was reported that a k-flexofile readysteel broke during use. The outcome of the event is unknown as of this MDR evaluation.